Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high threshold measurements and pacing impedance issues. An invasive procedure was performed. The pacemaker was explanted and replaced, the rv lead was surgically abandoned and replaced and the right atrial (ra) lead was also surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the ra lead had stopped working some time ago and was noted to have no slack. Additionally, the specific pacing impedance measurements were not known, however, x-ray of the rv lead noted no anomalies and lead to device header connections were noted to be appropriate.